Event description:
In 2003, patient underwent sleeve gastrectomy gastric bypass procedure with implantation of peri-strips dry. Approximately one month post-op, patient readmitted due to vomiting foreign body consisting of migrated bovine pericardial strips whole with surgical staples intact. Patient was observed in hospital. Patient had no adverse reaction, there was no medical intervention. Patient status: at home, doing well.